Manufacturer narrative:
Unit received with intermittent button press due to corroded keypad trace. Keypad overlay had weak adhesive bond at all locations. No pump reacting on its own noted during testing.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.